Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported an evaporated vapor barrier (evb) leak from the drawer of the alinity m instrument. The leak appeared to be viscous and was in between the systems solutions drawer and the solid waste drawer. The customer noted that the pool was about 4 inches in diameter. They had cleaned the puddle with proper personal protective equipment (ppe) previously, but the leak occurred again. The puddle did partially leave the footprint of the instrument. Upon arrival, the field service engineer (fse) observed evb leakage under the system solutions drawer within the system. The fse cleaned all leaked evb and replaced the evb reservoir. The customer called again to report another leak on (B)(6) 2024. The fse arrived on site. The fse noted some leakage underneath the system solutions drawer, but it was minor. The fse cleaned all renewed signs of leakage, both within/under/in front of the alinity m. The customer confirmed that there has not been any renewed signs of leakage. There was no report of injury related to the reported leak.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).